Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, found fibre bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation it is likely the following led to the malfunction: the video cable is broken and therefore stripes in image occurred. Therefore, the cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope had stripes on the screen. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (unknown); e3: occupation ¿ no information provided the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had stripes on the screen. The issue occurred during an unspecified procedure. There were no reports of patient harm.